Manufacturer narrative:
Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported when the doctor was pulling back the angio-seal evolution device to seal the puncture, but the mechanism did not push tamping tube as expected. The suture become visible between the skin and remaining part of the device. He took small part of tamping tube which was visible, pulled it out of the sheet and tamped collagen manually, as it had been vip platform. The button was pressed, and the suture was released and cut. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. One used 6f angio-seal evolution device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were received. Visual inspection revealed there was no deformation on the device. The carrier tube assembly was appropriately mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The compaction tube and suture were found released. Neither the anchor nor collagen were returned. The button was stiff upon receipt. Microscopy analysis revealed that the end of the suture appeared to be cut with a blade. The device was disassembled, and the gearbox assembly was visually inspected. The gearbox assembly was in a completely distal position along with the rack. The suture could be seen tethered to the suture stake. No turns of the suture could be seen within grooves of the spool. Dried bloodlike substance was observed on the rack mechanism. Functional testing was performed on the gearbox assembly. The drive gear was turned counter-clockwise and the rack advanced with extreme resistance due to the presence of dried blood-like substances. The continuous force was applied to the rack to advance the rack. The resistance was quickly overcome as the dried blood-like substance was cleared. After loosening of the dried blood-like substance, the rack was able to be advanced smoothly. No other functional anomalies were noted. The od of the compaction tube was measured to be 0.054'' within the specification. The ID of the carrier tube was measured to be 0.069'' within the specification limits. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on 01aug2019. The procedure was a percutaneous coronary intervention using a 6fr. Sheath. There was no difficulty with arterial access. A pre-deployment angio-gram was performed. Angio-seal deployment has four steps. On step no. 3, "seal the puncture" by pulling the device, suture should rotate mechanism inside the handle, it should push the tamping tube, which should compact the collagen, then. In this case none of this happened. The doctor was pulling the device; however, less than one centimeter of the tamping tube was out of device sheet. The suture was visible for several centimeters between patient skin and remaining parts of device. This was without touching the button. The doctor grasped the visible part of tamping tube and tamped the collagen manually. Hemostasis was achieved; button pressed, and the rest of suture was released and cut. There was no consequences for the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in.